Manufacturer narrative:
The thunderbeat probe, tb-0535 fcs, lot number kr868312, was returned to the service center for the evaluation of ¿error code¿. The received condition thunderbeat probe was attached to the usg-400/esg-400 and a probe check performed. The device did not pass the probe check. A visual inspection of the tb-0535fcs was performed, some tissue build up was observed. The teflon pad was inspected and normal wear was observed with no metal exposed. The distal end of the device was inspected under a microscope and a hairline crack was found at the distal tip of the probe unit. The switches, wiper, handle and jaw movement were tested and found to operate normally and smoothly. Additionally, the handle load and the rotation of the knob torque were inspected and noted to operate normally and smoothly as intended. Based upon the evaluation of the tb-0535fcs, the hairline crack to the probe is most likely caused by the probe coming into contact with either a hard or metallic surface during activation.

Event description:
The service center received a report of a thunderbeat probe (tb-0535fcs) lot number kr868312, that gave an unknown error code during an unspecified therapeutic gynecological procedure. The tb-0535fcs probe was inspected prior to the procedure along with the connection points to the generator and cable; no anomalies were observed. The physician was performing a seal and cut with the generator setting at 2:1. No device fragments fell inside the patient, and upon removal of the probe from the patient, there was no visual damage observed to either the teflon pad or probe unit. It was reported there was no additional medical intervention, no patient bleeding and the procedure was completed with another new probe. There was no patient injury reported.